Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced stress urinary incontinence, dyspareunia (painful sexual intercourse), infection, vaginal scarring, unspecified urinary problems, blood loss, malaise, headache, anxiety, postmenopausal bleeding, urinary frequency, vaginitis/vulvovaginitis (inflammation), pelvic pain, urinary tract infection, burning sensation, itching, vaginal irritation, vaginal discharge, fatigue, hot flashes, discomfort, foreign body sensation, and a vaginal band which required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 through december 31, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to december 31, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to december 31, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The total number of events for product classification code otp is 21. Qty 1- avaulta plus biosynthetic support system. Qty 7- avaulta plus biosynthetic support system - anterior, sterile. Qty 4- avaulta plus biosynthetic support system - posterior, sterile. Qty 6- avaulta solo synthetic support system - anterior, sterile. Qty 2- avaulta solo synthetic support system - posterior, sterile. Qty 1- unknown bmd women's health product.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 to december 31, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2014 ¿ december 31, 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame from (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).